Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalization due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was at 178 mg/dl when incident was over. The customer got into a car accident and rolled her car 4 times. The customer experienced symptoms such as memory lapses. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer was not wearing a sensor at the time of the incident and believes this could have prevented the incident. The insulin pump will not be returned for analysis.